Manufacturer narrative:
Final analysis found that the insulation was abraded at 10.4 cm to 10.5 cm and 10.7 cm to 10.8 cm from the connector pin, due to friction with the device can. There were three other insulation abrasions at 45.0 cm to 46.1 cm, 46.4 cm to 46.6 cm and at 49.7 cm to 50.1 cm from the connector pin, due to friction with another device.

Event description:
It was reported that the right ventricular lead exhibited high pacing thresholds and undersensing. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.